Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported the patient was experiencing signal loss on his smart device therefore, the patient did not know what his cgm value was. The patient was taken by ambulance to the ER, where his bg meter reading was found to be 300 mg/dl. No other patient or event details were provided as the reporter refused to provide any further information, including any patient symptoms, treatment details, or how long the patient was in the ER prior to being discharged. No other patient or event information was available. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.